Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): probe does not fit into trocar (fitting problems). A nurse reports the shaft of the light probe wouldn't fit into the trocar. This event occurred during setup and no pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).